Event description:
Same case MFR report#: 2134265-2008-04526. It was reported that during an unspecified procedure, damage to guide wire coating occurred. The location and nature of the lesion is unk. Upon attempting to advance a diagnostic catheter over the amplatz super stiff guide wire resistance was encountered and the coating on the guide wire came off and the braiding started to unravel. A second amplatz super stiff guide wire was used with the same result. The event was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "fine". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.